Event description:
Customer reported that a pyxis anesthesia es system unexpectedly shut down during a procedure. Customer stated that a backup station was brought into the operating room. The nature of the procedure was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly shut down during a procedure. Customer stated that a backup station was brought into the operating room. The nature of the procedure was not disclosed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and was unable to recreate reported issue. Technical support specialist could not locate any record of error within the logs. This device was serviced by a field service technician in complaint number (B)(4), (B)(6) 2022. The field service technician inspected the device and reported that the station could not be shut down. The device's all in one and ethernet connectors were reseated. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly shut down during a procedure. Customer stated that a backup station was brought into the operating room. The nature of the procedure was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-aug-2020 to 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device stuck on black screen due to software malfunction. The field service engineer did not find any issues with the station and also the technical support specialist confirmed there was nothing in the air logs or windows logs. The system functioned as intended after being acknowledged by the field service engineer.